Event description:
It was reported by the customer's wife that the customer is deceased. Customer's wife stated that the customer passed away 2 weeks ago. The insulin pump is now leaking and customer's wife wants to know how to dispose of the pump. Customer's date of death was (B)(6) 2014. Customer blood glucose level was very low at the time of death. Due to illness, the pump was not working properly and not delivering insulin properly. Customer was off the pump therapy per doctor's instruction. It was unknown if the pump was removed by the paramedics or the nurse at the hospital. Customer's wife said that she had the pump, but the pump had been misplaced. Customer's wife stated that they had to order another pump before the husband passed away. Customer was not wearing the pump at the time of death. Customer was being given insulin shots. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.